Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pacemaker implant and av node ablation with a vizigo sheath and the patient experienced vessel perforation that required prolonged hospitalization. After a dual-chamber pacemaker was implanted to the patient, the physician decided to ablate the av node through the pocket of the pacemaker. A sheath was inserted through the pacemaker pocket into the left subclavian and the thermocool smarttouch® sf catheter was attempted to be inserted into the sheath. It was reported that they were "potentially in the patient's lung... Definitely not in the venous." The physician withdrew the thermocool smarttouch® sf catheter and sheath and tried to regain access but could not. They were able to "shoot contrast" through the subclavian and there was contrast in the patient's lung. It was reported that it could potentially be a perforation through the subclavian. They waited until the patient was stable before continuing the procedure. They were able to get groin access to complete the av node ablation. After the procedure, the patient stayed overnight for further testing. The patient was in stable condition. Additional information was received. No heparin and no act monitoring. Contrast was injected into the sheath to visualize where the sheath was. The patient was just monitored closely. No transseptal puncture performed. Eight radio frequency ablations performed. No ablations performed within the pulmonary veins. All ablations performed outside the pulmonary veins. The patient fully resolved. The physician stated that the sheath was most likely outside of the venous system upon insertion of the catheter, and that the sheath was the cause of the event.